Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was damaged. Customer stated that insulin pump was dropped and piece broke off at reservoir compartment. Customer mentioned that they can barely lock reservoir in place. Customer's blood glucose was 190 mg/dl. Customer advised to discontinue use of the pump and revert to a back-up plan. Insulin pump will be return for analysis.